Event description:
It was reported the (clinical study) patient is without stimulation in the backside and stimulation in only felt in the patient's ribs. It was also reported the patient's lead has migrated. Surgical intervention is pending as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.